Manufacturer narrative:
Additional information: d9, h3, h6, h10 h10: the device was received for evaluation. During functional testing, the reported problem "failed volume test" was not reproduced. The pump passed the flow rate accuracy testing and is within the acceptable tolerance range. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had failed a volume test. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.